Manufacturer narrative:
Please refer to the attached analysis report. Analysis synthesis: - analysis of available expertise files confirmed the reported behavior, as a crash of the programmer module was observed on 19 january 2024 at 9:58. - however, the root-cause of this crash could not be determined, based on available data. - it should be noted that normal functioning was restored at the next interrogation.

Event description:
Reportedly, the programmer session crashed while interrogating a pacemaker.

Event description:
Reportedly, the programmer session crashed while interrogating a pacemaker.